Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit was received with normal operating currents and passed unexpected restart error test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin squirt out the insulin pump during manual prime. The customer was disconnected during prime. The insulin pump was not bumped or dropped and there was no water contact. The drive support cap was damaged. The customer pressed the cap while connected. The customer's blood sugar in unknown. The insulin pump is returning,